Event description:
A malfunction alarm was reported with a malfunction code of malf 16. There was no adverse impact to the customer¿s blood glucose level, which was confirmed to be below 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Tandem technical support confirmed the replacement of the pump and provided a pre-paid label for returning the faulty pump. The customer acknowledged instructions for putting the pump into storage mode before returning it.